Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during sips (stomach intestinal pylorus preserving surgery) laparoscopic procedure while suturing small bowel to the duodenum, the device was difficult to toggle. The needle kept falling off the endostitch while doing anastomosis and the jaws was not aligned while doing toggle. Used another endostitch device with different number and new box of polysorb reload in order to complete the case. No injury as a result of the event, no x- ray was needed. Patient status : alive - no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.